Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted the hi torque proturn guide wire instructions for use states: do not deploy a stent such that it will entrap the wire between the vessel wall and the stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter: heartrail 6f jl3.5, stent: xience alpine 3.0x38mm . The proturn guide wire is currently not commercially available in the us.; however, it is similar to a device sold in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience alpine is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a concentric and 90% stenosed mid and proximal left anterior descending (lad) artery. A sion blue guide wire was placed in the lad and a proturn guide wire was placed to protect the first diagonal artery. Pre-dilatation was performed with a 2.75 x 13 mm nse balloon catheter and a 3.0 x 38 mm xience alpine stent was implanted in the mid lad. A 3.5 x 28 mm xience alpine stent was implanted in the proximal lad. Post-dilatation was performed with a 3.5 x 15 mm non-abbott balloon catheter. The 3.0 x 38 mm stent implanted in the mid lad had jailed the first diagonal and the proturn guide wire was trapped between the vessel wall and the xience alpine stent. During an attempt to remove the proturn guide wire, the guiding catheter deep seated due to the forceful pull of the guide wire. The guiding catheter and guide wire were pulled on quickly and the whole system disengaged and the proturn guide wire was able to be removed. There was a long, thin object extending into the aorta which was confirmed under cine to be the 3.0 x 38 mm xience alpine stent from the proximal lad which had stretched and shifted to the left main during the removal of the guide wire. The patient remained stable throughout the procedure; however, the decision was made to remove the stent surgically. The portion of the stent that had stretched into the aorta was removed by cutting it out and the remainder of the stent implant (8 mm) which was in the left main, was also removed. The procedure was completed at this time. The patient remained stable during the surgery. The patient remains in the hospital. No additional information was provided.